Event description:
It was reported that this left ventricular (lv) lead dislodged after implant. It was noted the lead was implanted successfully into a lateral branch of the coronary sinus and the inner and outer guide catheters were cutaway without issue. Following removal of the catheters the lead retracted back by at least 1cm (centimeter) into the coronary sinus. It was noted out of the four pacing electrodes; one had a usable threshold of 1.4v (volts) at 0.4ms (milliseconds). The physician waited for 20 minutes, imaging was performed and the lead did not dislodge further. The physician elected to leave the lead in the final position. The following day the lead had remained in position and will continue to be monitored. The lead remains in service and no adverse patient effects were reported.